Event description:
It was initially reported that the physician's handheld was no longer holding a charge. The handheld is stored on top of the fridge. When the handheld is plugged in the indicator light is orange but when removed from the plug the handheld turns off. Good faith attempts for product return have been unsuccessful to date.